Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number : 16585833, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients stimulator was having inadequate stimulation. It was also mentioned that the stimulation was in a non target area. The patient underwent explant procedure and was doing well post operatively.